Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. Unable to confirm customer received sensor in said condition because the customer returned opened/used.

Event description:
It was reported that the sensor could not be used for 6 days. The customer's physician requested to investigate the cause of the issue and replace the product. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.